Event description:
It was reported by the user site that on (B)(6) 2026, during use of a 3dimensions system, the gantry became stuck during a patient procedure while positioned for tomosynthesis imaging. The user site reported that the gantry moved from the intended position and then moved downward, contacting the vacuum biopsy system unit. The user site reported that the tube became stuck. No patient or user injuries were reported at the time of the initial complaint. Hologic technical support reviewed the system logs and reported that the c-arm angle data appeared abnormal during the time of the incident. Hologic technical support reported that it recommended inspection of the c-arm brakes, c-arm position sensing components, and related motion-control assemblies. A hologic field service engineer (fse) investigated the device, verified the issue, replaced a blown fuse, and tested the system in accordance with manufacturer specifications. The fse reported that the system was released back to the customer for normal use. No further information is currently available.